Event description:
Subsequently, additional information was received that a revision procedure was performed. The associated rv lead was replaced. This ICD was connected to the new rv lead. All measurements were normal, and there were no adverse patient effects reported.

Manufacturer narrative:
This ICD remains in service. At this time there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a high out of range shock impedance measurement. There were no adverse patient effects reported. Patient will be followed-up in near future. Technical services (ts) was contacted to discuss the shock impedance trends. The shock impedance trend from latitude displayed stable values ranging from 60-70 ohms. In (B)(6), however, there was an abnormal jump to 103 ohms. Then in (B)(6), the shock impedance was out of range with a measurement of 147 ohms. The right ventricular (rv) pace impedance fluctuated between 700-850 ohms, rv sensing was stable, and there was no noise or shock therapy delivered in the past month. Ts indicated that at the next follow-up, an x-ray should be performed along with pocket manipulation to test for lead integrity and connection issues. Ts discussed the different programming vectors, and the shock impedance ranges within each vector. There were no adverse patient effects reported. Additional information was received that this patient was followed-up, and aggressive patient maneuvers were performed. There was no evidence of noise, and shock impedance was between 60 and 70 ohms. Two shock integrity tests were also successfully performed. Therefore the physician decided to leave ICD and rv lead implanted, and to monitor shock impedance trend with latitude system.